Event description:
After inflating the 3rd time the dr. Tried pulling the balloon out of the sheath and the shaft of the balloon fractured and separated. The distal portion that broke off was left in the sheath.